Manufacturer narrative:
Technical service followed-up with the customer and found that they turned the repair of the device over to a third party biomed. The biomed came to the site and performed troubleshooting. Third biomed could not duplicate the reported problem . The customer has returned the unit to service.

Event description:
Customer reported that the unit screen went blank during setup prior to attaching the unit to the patient. The unit did alarm. Customer reported there was no patient involvement.